Event description:
It was reported that when the surgeon was using this instrument, three parts of it dropped out. The surgeon removed two parts during the procedure. The next day, the surgeon noticed that one part remained in the pt's body. Additional surgery was required to recover the remaining portion of the instrument.

Manufacturer narrative:
This report will be amended when our investigation is complete.